Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads and minor scratches on the display window were noted during the visual inspection.

Event description:
It was reported that the insulin pump had a severely scratched screen that the customer could not read. The blood glucose reading was 237 mg/dl. The customer stated that she was aware of why she had high blood glucose levels and declined troubleshooting for the issue. She noted that she had accidentally bumped into the cabinet, causing the physical damage to the screen. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.